Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. No fault was found, and no parts were replaced. The device logs were downloaded and received for further evaluation. Evaluation of the logs showed that the ventilator, at the time of the event, was running on battery operation. After 2 hours of use on battery power, a stop of ventilation occurred due to the battery power being low. The sequence and timings of the generated alarms "limited battery capacity" , "limited battery voltage", and "no battery capacity" showed that the ventilator worked according to specifications and alarmed for the situation as per design. There were no technical failures of the ventilator at the time of the reported event.

Event description:
It was reported that the ventilator shutdown during battery operation. There was no patient harm reported. (B)(4).